Event description:
It was reported that in (B)(6) 2012, the pt hit his head over the implant zone. Testing of the implant on (B)(6) 2012 showed that 5 electrode channels had high impedances and 4 electrode channels had short circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.